Manufacturer narrative:
The customer observed hemoglobin imprecision on the cell-dyn ruby instrument, serial number (sn) (B)(6). There was no submitted data to aid the investigation. Return testing was not completed as returns were not available. A review of product historical data for all customer complaints received for this issue, did not identify any trends or an increase in complaints. A review of the cell-dyn ruby operator's manual states that it is important to regularly perform the recommended maintenance procedures to ensure instrument precision, accuracy, and reliability. Per the complaint information, the investigation found that the possibility of a mixing issue could not be eliminated. Preventive maintenance of equipment under warranty is performed by a trained abbott representative. The cell-dyn ruby instrument was past due for preventive maintenance (pm) and once the pm was completed, no sampling error was observed. Based on the investigation no product deficiency was identified for the cell-dyn ruby instrument, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no patient information provided due to privacy issues.

Event description:
The customer reported falsely decreased hemoglobin (hgb) results generated on the cell dyn ruby analyzer for one patient. The customer ran the patient sample in the open mode and the results were: hgb 70 / repeated = 120. There was no reported impact to patient management.